Event description:
Pt underwent cataract surgery on 05/06/98, and implantation of a starr model aq-2010v intraocular lens in the left eye. The surgeon said that during the insertion process, the cartridge split, tore the lens and the capsule tore. The lens was removed, an anterior vitrectomy was done and another lens was implanted.